Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad), and a viperwire guide wire were selected for use in a 90% stenosed lesion with 270 degrees of calcification. The lesion was located in a heavily tortuous section of the left circumflex coronary artery that ranged between 3.5mm and 1.5mm in diameter. The lesion was treated with five passes with the oad on low speed. High speed was then selected, and a fracture in the viperwire guide wire was observed. Attempts were made for three hours to retrieve the fragment, and the fragment was eventually retrieved via snare. The patient's condition was good following the procedure. An additional event that occurred during this procedure is captured in MDR 3004742232-2020-00135.

Manufacturer narrative:
The reported oad and guide wire were received for analysis. The guide wire was fractured, and surface damage and grinding damage was observed on the core wire. The surface damage was consistent with a spinning oad driveshaft. Scanning electron microscopy of the fracture faces of the guide wire revealed evidence of fatigue, clamshell marks, and multiple gouges with severe rotational wear near the fracture. The surface wear damage was determined to be the result of use in an elevated stress environment and is consistent with the device spinning in a tight bend and not traversing with resulting excessive wear on the guide wire. Information from the treating physician indicated that the treatment was performed mostly without moving the oad. The diamondback coronary orbital atherectomy device instructions for use states, "once the oad has reached full speed (as indicated by a stable pitch) do not allow the orbiting crown to remain in one location as it may lead to vessel damage. Continue to maintain a travel rate between 1 mm per second and 10 mm per second." At the conclusion of the device analysis, the reported event of a guide wire fracture was confirmed. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad), and a viperwire guide wire were selected for use in a 90% stenosed lesion with 270 degrees of calcification. The lesion was located in a heavily tortuous section of the left circumflex coronary artery that ranged between 3.5mm and 1.5mm in diameter. The lesion was treated with ten passes with the oad on low speed. High speed was then selected, and treatment was performed without moving the crown. After the seventh treatment on imaging, a fracture in the viperwire guide wire was observed. Attempts were made for three hours to retrieve the fragment. A traditional snare was unsuccessful, and the fragment was eventually retrieved via a microbasket. A stent was placed in the left main, and the procedure was completed with balloon angioplasty. The patient's condition was good following the procedure.

Manufacturer narrative:
Updated fields: a2, b4, b5, b7, g3, g6, h2, h10. Csi ID # (B)(4).